Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient with breast cancer receiving adjuvant therapy. Receives her fifth cycle 1/7 in her piccline. Patient states that his arm stings when the treatment is given. Before switching on the infusion, yours truly has flushed piccline and received backflow without problems. The arm is also bitten and nothing abnormal is seen. The patient then calls the next day as she has pain in her arm. She goes to her health centre and is told that they can look at it and assess it. Patient is seen by doctor who assesses that it is a skin reaction probably from extravasation. Piccline is pulled and then it is discovered that there is a hole in it. The redness is photographed and the patient is to apply cortisone ointment. May then come for follow up next week. On monday (B)(6), the patient calls again as she is in pain and has redness on her arm. Patient is allowed to come to the reception and then a large redness is discovered on the underside of the upper arm where the piccline is located. Great pain and several visits and follow-ups at the dermatological clinic due to extravasation. After two weeks slightly better but redness is still visible. Had fever. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 7 cm and 8 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). A flattened section of the catheter was visible between the 0 and 2 cm depth markings. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.